Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3: on-going.

Event description:
It was reported that the device stopped ventilation during use. There was no patient injury reported. Based on current knowledge, the date of event is not known. The given date of event ( (B)(6) 2023) was the date of the following service intervention.

Event description:
It was reported that the device stopped ventilation during use. There was no patient injury reported. Based on current knowledge, the date of event is not known. The given date of event (2023-04-26) was the date of the following service intervention.

Manufacturer narrative:
Based on the analysis of the device logfile, the reported symptom could be confirmed. It was found that the device forced a shutdown of automatic ventilation due to a detected wrong motor position. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. Since the device will be scrapped, there is no further repair or correction required. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.